Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was intermittently undersensing r-waves. The device recorded false pause episodes. Upon review of session records, it was noted that there was an intermittent undersensing. Programming changes and the possibility of a positional change were discussed. The patient was stable.